Event description:
It was reported that four months after the port was implanted, the catheter separated from the port. The port and catheter were explanted without any pt complications.

Event description:
It was reported that four months after the port was implanted, the catheter separated from the port. The port and catheter were explanted without any pt complications.